Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned section of the persona femoral ps impactor pad confirmed that the part was cracked. The event happened during normal use. Visual inspection confirmed that the instrument was gouged in several areas, also noted there were scuff marks, gouging and general wear on the returned impaction surface indicative of use. DHR was reviewed and no discrepancies were found. The root cause can be determined as normal wear during the instrument¿s field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Device received but not yet evaluated.

Event description:
It is reported that the device fractured during use.